Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated that the patient is dependent on others for transportation to appointments. It was noted that the patient's 20ml pump was replaced with a 40ml pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the pump was explanted due to normal battery depletion. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse saline. The pump was returned, and analysis found failed lab dispense test above specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare professional (hcp) via a clinical study and a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was spinal pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.